Manufacturer narrative:
Concomitant product: product ID 37744, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient. (B)(4).

Event description:
Approximately a month prior to this report, it was reported that the patient programmer did not recognize the implantable neurostimulator (ins) and the button with signal (-) was not working. It was noted that there were no patient symptoms related to the event. Additional information was received on the date of this report which indicated that the patient had not been given a new programmer yet. The patient was reportedly feeling discomfort due to the voltage variation of more than 1v when standing on her feet and when lying down. Therefore, the patient ¿returned to feeling pain¿ when on her feet.

Event description:
Additional information was received which reported that everything was ok after the programmer was replaced.